Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(6)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy surgical procedure, it was observed that two of the barrel tornado burr devices did not rotate. According to the reporter, there was a buzzing sound that could be heard. It was reported that the surgery was completed using a third device without any harm to the patient and no delay in surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the device did not rotate and made a "buzz" sound. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of 640 devices were processed with one incident, that has no correlation with the reported failure therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch report number: 1221934-2018-55543.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The complaint can be confirmed. It was observed that the inner blade was jammed inside the outer shaft. This type of failure can occur if the surgeon does not utilize proper irrigation during use of the device. When the proper irrigation is not utilized, the blade surface can heat up from the friction between the inner blade and outer sheath therefore causing a cold-type weld to occur. Also, from past investigations it is possible that if the proper irrigation is not utilized excessive debris can build up between the inner blade and outer shaft therefore causing the two surfaces to lock together. There is also the possibility that a combination of these two potential root causes can collectively cause the two surfaces to jam together. The grinding experienced by the customer could have been caused by the debris being caught between the inner blade and outer shaft during use. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There was a process deviation initiated during the processing of this lot of product. However the process deviation involved a step in the final product processing that would not be expected to contribute to the complaint condition. Therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).